Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the device failed the flow transducer test during pre-use check. The solution was to disconnect and reconnect the device oxygen module. No part was replaced, and no device logs have been received for technical evaluation. Given this, we have not been able to confirm the problem nor can we identify any root cause. Despite reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).